Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported perforation (asd) could not be determined. The reported hypotension and hypoxia were secondary effects of the asd. The reported patient effects of hypotension and perforation as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported medication required, unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report hypotension, hypoxia, and an atrial septal defect (asd) requiring intervention. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4. A mitraclip was implanted without reported complication reducing the mr to a grade of 3. It was noted that after the procedure the patient became hypotensive and hypoxic due to an atrial septal defect (asd). The patient was given medication for their low blood pressure and the physician treated the asd with an occluder. There was no clinically significant delay in the procedure and no adverse patient sequelae. The patient was admitted to the intensive care unit. No additional information was provided.